Event description:
It was reported that patient experienced infusion set tape was not adhering properly event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: polandname: (B)(6)street: (B)(6) based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545